Event description:
As reported, this male patient had a revision due to the implant was one of the recalled polys. Surgeon replaced worn poly with a new poly. The poly was severely delaminated and pitted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d6a, g3, g4, g6, h2, h3, h4, h6 and h9 have been updated accordingly. (H3) the revision reported was likely the result of mechanical overload on the posterior medial edge of the tibial insert due to unintended translational movement between the femoral and tibial components leading to wear of the polyethylene. However, contributions from patient-related conditions or positioning of the components to the wear cannot be determined as radiographs and additional clinical information was not available at the time of evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
Additional information received reported that the patient experienced continuous pain and swelling, recurrent effusions, bakers cyst, and chronic synovitis with foreign boy giant cell reaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6 (clinical codes).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of mechanical overload on the posterior medial edge of the tibial insert due to unintended translational movement between the femoral and tibial components leading to wear of the polyethylene. However, contributions from patient-related conditions or positioning of the components to the wear cannot be determined as radiographs and additional clinical information was not available at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, e. The revision reported in was likely the result of mechanical overload on the posterior medial edge of the tibial insert due to unintended translational movement between the femoral and tibial components leading to wear of the polyethylene; however, contributions from patient-related conditions or positioning of the components to the wear cannot be determined as radiographs and additional clinical information was not available at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.